Event description:
Related manufacturer report number: (B)(4) during an in-clinic follow-up, high ventricular rate due to noise resulting in oversensing was detected on the right ventricular (rv) lead. The suspected cause to the event was due to electromagnetic interference by a chainsaw. The patient was stable and will continue to be monitored.